Event description:
Boston scientific neurovascular was notified of an event where a gdc 10-ultrasoft stretch resistant coil synerg detection circuit was pushed into an excelsior sl-10 microcatheter, and some strange feeling was encountered with the pusher wire of the subject device. When the physician checked the pusher wire at the subject device, a foregin material at the distal end of the pusher wire was found. No complications with the patient were reported to have occurred during this event.